Event description:
Customer stated that when attempting to attach the bravo capsule to the esophagus and when pressing on the plunger, it did not attach and then it fell into the stomach which was viewed by the physician. The customer did not have any adverse effect.

Manufacturer narrative:
No pt injury has occurred following this incident.